Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the silicone patch was removed, a large part remained stuck to the layer. The problem happened during treatment and there was a back up available. Not patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation into this complaint. The device, intended for use in treatment, was not returned for evaluation. However, a relationship between the reported event and the device was confirmed from an image provided. Visual inspection of the image confirmed the failure mode, however, the wound contact surface of opsite flexifix gentle is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. There are no indications to suggest that the device did not meet specifications upon release into distribution. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. The root cause was identified as a raw material fault. An ongoing internal project is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.